Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that during a dental implant placement procedure, the buccal bone wall fractured during drilling with an ev 3-step drill. There was not enough bone to finish the surgery and therefore the session could not be completed successfully. The customer stated that the bone was thin and that the chosen drill was a little bit too wide.